Event description:
The ultrasound catheter would not flex posteriorly due to a broken spring. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ultrasound catheter, ultrasound catheter (per site reporter). Mfg [manufacturer] notified by the site.